Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the clinical research coordinator that the pump was "not functioning properly" and the patient was experiencing "poor pump power". It was later reported that the patient was symptomatic with worsening heart failure. An echocardiogram was performed and it revealed regurgitation of the inflow valve. It was also determined that there was bearing wear, and as a result, the patient was placed on the transplant list. The pump supported the patient until he was transplanted a couple of months later.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Functional testing of the pump on a mock circulatory loop under normal operating conditions revealed that the pump operated as intended. Visual inspection of the pump assembly revealed wear that occurred to the internal components of the lower main bearing, which appeared to contribute to rotor drag, and the high pump power consumption resulting in the reported event. Evaluation of the inflow valve assembly revealed a tear in the cusp region of the left coronary (lc) leaflet. In addition, we found a tear in the cusp region of the non-coronary (nc) and lc leaflets of the outflow valve assembly. Bearing wear issues have been addressed through the manufacturer's design change system and the new bearing design has been submitted in a PMA supplement for FDA review. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.